Event description:
The programmer was sent in for repair and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found corrosion, the right display latch was sticky and that the software was contaminated, that the device would lock up during boot up and then display an error message.